Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient experienced a reduction in therapy the day before this report. Another hcp had advised increasing parameters, so the amplitude was increased by one. The patient¿s symptoms became worse and were described as sudden seizure/jerking movements of the arms. Decreasing the setting did not resolve the issue and the patient was admitted to the hospital. A sedative was given to the patient to relieve the symptoms. No further complications were reported. The patient was implanted for parkinson's dual.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that the patient experienced dyskinesia, which was determined to be related to the medication the patient was taking. The hcp confirmed that no system malfunction was suspected. The hcp reported that the patient's medication was adjusted and that the ins remained on at the previous settings. No further patient complications have been reported as a result of this event.